Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 32 mg/dl. The customer had also called earlier to report unresponsive act and up arrow buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.